Event description:
It was reported that during routine follow up, out of range hv lead impedance and variable r-wave measurements were observed. Review of x-rays revealed clavicular crush damage to the svc coil. The lead was replaced; patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.